Event description:
It was reported that a secondary infusion of methotextrate was initiated at an unspecified rate when the user noticed that the secondary would not flow and pulled from the primary set. Although the customer stated there was no patient harm, there was a delay in the patients chemo treatment. The event occurred in the hematology & oncology unit. Although requested, no additional information about the patient, medication, or event has been provided.

Manufacturer narrative:
Continued from d11-250ml icumedical bag lot 05-131-jt exp 1may2021, 0.9% sodium chloride injection; two used icumedical chemo lock ports;10ml bd syringe lot 9176839 exp 2022-06-30, 0.9% sodium chloride injection; four webcol 70% isopropyl alcohol wipes. The customer¿s report that the secondary would not flow however pulled from the primary set was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No abnormalities were observed on the set during visual inspection. Functional testing was performed by refilling the bag and reattaching the primary set¿s drip chamber spike. The primary set was loaded into a lab pump module device with the primary infusion. The secondary infusion was programmed at a rate of 100ml and vtbi 100ml/hr. It was observed that the secondary 100ml of fluid infused completely first and only then did the primary fluid begin to infuse. No alarms or any other issues were noted by the device. The root cause could not be identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Serial numbers/lots/event date not provided.

Event description:
It was reported that a secondary infusion of methotrexate was initiated at an unspecified rate however the user noticed that the secondary would not flow however pulled from the primary set . Although the customer stated there was no patient harm there was a delay in patient chemo treatment. The event occurred hematology & oncology unit. Although requested, no additional information about the patient, medication, or event provided.